Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10 DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. UDI: (B)(4). The monitor was returned to an integra service and repair center for analysis and repair. Based on the analysis conducted, the complaint was confirmed. The root cause was determined to be the battery. Additional root cause was performed with the fmea, and possible causes include circuit failure. The risk remains acceptable per the risk analysis. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The icp microsensor was implanted using skull bolt and attached to licox. Patient went for scan and came back with an inappropriate reading that eventually changed and went back to correct reading. Bedside nurse tried to recalibrate and the arrows on the icp express screen would not move up and down. This monitor sent to biomed and nothing wrong was noted. Finally a different microsensor was placed in the patient and a different icp express was used. All went well until the second icp express kept asking for recalibration every time the patient moved. Nurses were not sure if it was the microsensor or the icp express. Second icp express currently being used on patient and the screen is now fine. The event happened over a period of two days.